Event description:
It was reported that during a ptca procedure, the stent of the liberte' monorail stent delivery system could not be located. The physician attempted to advance the balloon but could not cross the lesion. The lesion being treated is unknown. The device was withdrawn without an inflation attempt. It was observed that the liberte' monorail stent delivery system stent was not on the balloon and the physician was unable to locate the stent in the patient after a thorough search. It is unknown if the stent was on the balloon prior to the procedure and it was observed that the surface of the balloon was very smooth. The procedure was successfully completed with another of the same device and it was reported there was no resistance felt in crossing the lesion. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.